Event description:
It was reported by a physician that a "patient had movement of the x-stop device while the patient was playing tennis." The x-stop device was subsequently removed. No further information was reported.

Manufacturer narrative:
Device not returned, follow up with physician.